Event description:
Customer reported an issue with updating time, personal profile, or biq/ciq settings, including sleep schedules. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address low blood glucose and did not require assistance from a third party. Technical support assisted the caller with updating the carbohydrate ratio setting and advised the caller to check with their healthcare provider whenever settings are updated, which the caller understood and acknowledged.